Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake, did not wear a mask, and area not clean before starting peritoneal dialysis". On (B)(6)2010, the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. On an unknown date, the patient began remedial therapy with fortum (1gm, three times a day). Pd therapy was ongoing. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.